Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise which led to inappropriate mode switches. All other electrical measurements were normal. No intervention was reported. The patient would continue to be monitored.